Event description:
The complaint is reported as: "pt is going to make the respiratory therapy for the first time, after the procedure was explained; the valve did not allow the air cut in the inspiratory phase. The product is retrieved with respiratory therapy professionals and the product did not work".

Manufacturer narrative:
A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The product was assembled and inspected according to specs. The sample was not returned for eval, therefore, the complaint could not be confirmed. If the sample is received, a f/u report will be submitted with the investigation results.